Event description:
Six devices (two cev649-5b, two cev625-1, and two cev1019-5b) were returned to mxi service and repair.

Manufacturer narrative:
First two devices of six devices: cev649-5b (lot #120713) - manufacturing date: 07/01/2012. Second two devices of six devices: cev625-1 (lot #120717/120715) - manufacturing date: 07/01/2012. Third two devices of six devices: cev1019-5b (lot #120705/120703) - manufacturing date: 07/01/2012. Two cev649-5b were evaluated and indicated that the instrument sheath was damaged and showed signs of impact. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing. Two cev625-1 were evaluated and indicated that the returned instruments were sharply bent. Very likely following excess strain during use (disassembly/ assembly) or reprocessing. Two cev1019-5b were evaluated and no problems were observed. Instrument conforms to manufacturing specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).